Event description:
A cypher select + ruptured at 12atm. The target lesion was in the proximal circumflex and was described as de-novo and slightly calcified with 90% stenosis. The reference vessel was slightly tortuous. A 2.5 x 18mm cypher select+ was delivered without friction to the target lesion for direct stenting. When the cypher was being inflated, the pressure would not increase above 12atm. The stent delivery system was retrieved from the patient and a balloon rupture was confirmed. Post-dilation was conducted with a balloon catheter at 18atm to further dilate the cypher select+ stent and the procedure was successfully completed with no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Complaint conclusion: information received from an affiliate indicated that the balloon of a 2.5mm x 18mm cypher stent balloon ruptured. The target lesion was the proximal circumflex artery (cfx), described as de novo, slightly calcified, 90% stenosed and slightly tortuous. The lesion was not pre-dilated and the device was delivered to the lesion without friction. When the cypher was being inflated, the pressure would not increase above 12atm. The stent delivery system was retrieved from the patient and a balloon rupture was confirmed. Post-dilation was conducted with a balloon catheter at 18atm to further dilate the cypher select+ stent and the procedure was successfully completed with no patient injury reported. The physician did not indicate any anomalies prior to use. The device was returned for evaluation. The reported customer complaint of balloon burst was confirmed through failure analysis; however the exact cause of the failure could not be determined. Review of the information provided suggests that vessel/lesion characteristics may have contributed to the reported event. There is no indication of a design or manufacturing related issue, therefore no corrective action is required. One non sterile cypher select + (B)(4) 2.50 x 18 mm was received coiled inside a plastic bag. The balloon was inflated. Residues of inflation medium were observed. The sds did not show any damage. The inflation test was performed and one leak was detected at the balloon near to the distal end. Sem results showed that the balloon exhibited evidence of external and internal abrasions near the leak-hole. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
The device has been returned for analysis, but the analysis has not yet been completed. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.